Event description:
Procedure type: donor nephrectomy. According to the reporter: from the beginning of the surgery, the device made a strange noise and could not cut the tissue well. A new device was opened to complete the procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. There was no tissue damage. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).